Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed "no disposable". Alarm silenced and settings reviewed. Pump was still beeping after reviewing settings. Pump powered down, instructed patient's daughter to clamp tubing closest to port and cassette removed. Cassette tubing massaged and cassette taped on hard surface. Cassette reattached, port tubing unclamped and pump powered on. No disposable alarm returned; process repeated. No disposable still persists. The patient stated that the bag looked empty and did notice air bubbles in cassette tubing. They were instructed to power down pump and contact clinic for further instructions. Resolution volume 16.3 ml, rate 5.5 ml/hr, volume given 233.75 ml. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.